Event description:
The device was being checked out prior to delivering to a pt. The device gave a xdcr error (visual) and continued to deliver breaths(stacking breaths) without exhaling. The condition caused their pb lung to blow up. Pt stated the units must have been dropped as there was weldment damage. Pt did not know if this could have contributed to reported condition.